Manufacturer narrative:
Date of event: used the first date of the bsc aware date month as no information was provided.

Event description:
It was reported that guidewire detachment occurred. An 035/145 (bx/5) amplatz super stiff guidewire was introduced; however, during the procedure, the device fractured and some silver fragments were noticed on the monitor as if the guidewire was fraying. The procedure was completed with another amplatz guidewire. No patient complications were reported.